Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo 12.6 implantable collamer lens of diopter -9.0/1.0/014 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023 the lens was exchanged for a shorter length lens due to excessive vault. Reportedly, "the first ticl is in the vertical position." The problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
Claim # (B)(4).